Manufacturer narrative:
Product analysis of part # g6626746, lot # 79tr visual and optical inspection revealed the implant is damaged. The implant has cracked and deformed next to where the release/lock mechanism is. The implant is fragile and can be overloaded. It appears the implants structural integrity was overloaded during the screw implantation procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care professional via a manufacturer representative regarding a device used for spinal therapy. It was reported that during the procedure, while inserting the screw into the cage, the cage suddenly broke inside the patient. The surgeon then removed both the screw and the cage. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received as myelopathy, and radiculopathy was the pre-op diagnosis for this procedure for anterior cervical discectomy and fusion (acdf) standalone, single level and the device was explanted using the patting system.

Manufacturer narrative:
G2: the country of the event is india medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.